Manufacturer narrative:
(B)(4). Use after expiration. It is indicated that the device is not returning for evaluation; therefore, an analysis of the complaint device and packaging labels could not be performed. A review of the sample labels for this lot confirmed that the product was used past the labeled expiration date. However, a review of the reported lot also revealed that a portion of the lot was relabeled to extend shelf-life of the product. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not use after the use-by (expiration) date. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a xience xpedition stent was implanted in a coronary artery on (B)(6) 2013, it was noticed that the stent was expired when implanted in the patients anatomy. The expiration date was 11/04/2013. There was no adverse patient effects reported. There was no additional information provided.